Manufacturer narrative:
Two devices were returned for evaluation with the same lot #. It is unknown which order the returned devices were used during the procedure. The first returned device was tested and a blood occlusion in the desiccant filter was noted, which is the probable contributor to the reported failure mode. Once the desiccant was changed out the device successfully passed all functional testing. The complaint and safety issue / adverse event cannot be confirmed. There were no visual imperfections found with the electrode array. The second returned device passed all functional testing and no visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, the physician performed the cia test (cavity integrity assessment) which passed. About 20-30 seconds into the ablation a vacuum led illuminated halting the procedure. The physician readjusted the seal, no leak noted. The physician removed the device and inspected the array, reinserted and performed the cia test again, which failed. The physician performed a hysteroscopy and did not see a perforation rather a tear in the endometrium, not myometrium, at the fundus. The cavity was able to distend and hold fluid so no perforation was suspected. The physician chose to try a second device which also failed the cia test. The novasure procedure was aborted. The physician completed the procedure with a rollerball.